Event description:
Information was received based on review of a journal article titled, ¿seven-year survivorship and functional outcomes of the high flexion vanguard complete knee system.¿ this is a study of 957 knees (865 patients) with a median age of 69. There were seventeen revisions: eight due to infection, seven due to aseptic loosening and one due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay that this report is a duplicate of medwatch 1825034-2014-08055. This medwatch 1825034-2014-08868 is considered closed at this time.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article.